Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material in the reported events could not be identified. Event 1: light guide lens was dirty it is likely foreign material remained in the light guide lens because the area to which the material had adhered, was not external on the device. The light guide lens glue had peeled, the cause of which was unclear, and allowed the foreign material to enter. Event 2: distal end was dirty. It is likely foreign material remained on the distal end because reprocessing steps were not properly performed at the user facility due to the device nonconformity found, the forceps wire was broken. Event 3: foreign material remained in the air/water nozzle. It is likely foreign material remained in the air/water nozzle because reprocessing steps were not properly performed at the user facility due to the device nonconformity found, the nozzle was crushed. The event can be detected by handling the device in accordance with the following IFU: evis lucera jf/tjf type 260v operation manual "chapter 3 preparation and inspection" shows how to detect the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer returned the device to olympus service center for evaluation and maintenance with the customer concern of the lever wire (k-wire) cut. The customer¿s allegation was confirmed. In addition, it was discovered the inside of the lg lens is discolored, the distal end was dirty, and foreign material exited the nozzle. Finally the following events were also noted and are as follows: (a.) The nozzle is crushed, (b.) There was a scratch on the charged cabled device unit-(ccd) lens, (c.) The light guide lens was broken, (d.) The bending section cover, or distal end-(a-rubber) adhesive was broke, (e.) There is a scratch on the connecting tube, (f.) There was a wrinkle on the connecting tube, (g.) The electrical connector is corroded, (h.) The switch button 1 was worn out, (I.) The switch 3 button was cut, (j.) The scope connector cover was dirty, (k.) The nozzle was dented and water spray volume does not meet specification, (l.) And some of the wires constituting the forceps elevator wire was cut or frayed but not raised. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope experienced the forceps wire completely broken off. The event occurred during preparation for use. The diagnostic procedure was completed using a similar device. There was no report of patient or user harm associated with the event, and there was no delay in the procedure. Subsequently the device was evaluated and the following additional events were identified as reporatable and are as follows: the light guide lens was discolored, the distal end was dirty, and foreign material exiting form the nozzle could be found at the outlet. It was not possible to identify how long the foreign material was there. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation